Event description:
It was reported that during thr surgery, the plastic tip of the polarstem modular head for 21000662 cracked. The procedure was able to be completed with the same device after a non-significant delay. No injury was reported as a consequence of this issue. Upon investigation the device was discovered to be fractured.

Manufacturer narrative:
Internal complaint reference: (B)(4). H3, h6: it was reported that during thr surgery, the plastic tip of the polarstem modular head for 21000662 cracked. The procedure was able to be completed with the same device after a non-significant delay. No injury was reported as a consequence of this issue. The device, intended for use in treatment, was returned for evaluation. Upon visual inspection, the reported failure that the complaint sample cracked, could not be confirmed. Instead, a small part of the device is chipped off. A review of the product documentation did not detect any deviation that could have contributed to the reported failure mode. Review of past corrective actions was performed. No further escalation is required. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and 56 additional similar complaints for the same product number over the past 12 months with similar failure mode. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. Based on the available information and the performed investigation, the complaint can be confirmed. Due to insufficient information, it is not possible to determine any specific factors which could have contributed to the reported event. The exact root cause of the reported event remains undetermined. But normal wear and tear are known to contribute to the reported event. Additionally, repeated steam sterilization processes could contribute to an embrittlement. Further, according to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. The need for further actions is not indicated. Smith and nephew will continue to monitor this device for similar issues. This investigation is considered closed. The returned sample will be scrapped.